Manufacturer narrative:
Device evaluation summary: service engineer inspected the device and reviewed the logs but was unable to duplicate the reported event. However, a review of the logs indicate the ventilator entered into back up ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator ¿went ventilator inoperative." The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.